Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support is unable to reproduce the reported event. Investigation reveals that the touchscreen is working perfectly fine with addition of a different failure in the device. It could have been that the user reported the wrong issue. At this time, no conclusion has been established

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the bellavista 1000 touchscreen is defective, only works partially. The device was already calibrated. At this time, there was no information provided regarding patient involvement in this reported event.